Event description:
This is a solicited report by a nurse from (B)(6) of a gastric infection, bacterial peritonitis and abdominal pain coincident with continuous ambulatory peritoneal dialysis (capd). Therapy. On (B)(6) 2012, following this event, the patient experienced peritonitis as evidenced by very cloudy effluent and abdominal pain which required hospitalization. Though unspecified, is most likely to be related to a break in aseptic technique or touch contamination rather than baxter pd products. The event resolved with antibiotics despite and pd therapy is ongoing.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.